Manufacturer narrative:
Concomitant: product ID 37603, serial# (B)(4), implanted: 2013-(B)(6), product type implantable neurostimulator. Product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 7482a51, serial# (B)(4), implanted: 2009-(B)(6), product type extension. Product ID 3389s-40, lot# v326882, implanted: 2009-(B)(6), product type lead. Product ID 3389s-40, lot# va0amdr, implanted: 2013-(B)(6), product type lead. Product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect and speech was being affected. It was noted that the symptoms occurred following an implant for the right side and a replacement of the left side implantable neurostimulator (ins). It was reported that the patient had a severe acceleration of symptoms and tremors that she couldn¿t control and it was affecting speech, which was new for the patient. It was noted that the patient was back on high doses of sinemet to control the symptoms. The reporter stated that the patient was distraught and her healthcare providers (hcps) were at disagreement of the cause of her issues. It was noted that one hcp believed it was therapy related and the other hcp believed it was device related and was ¿not the patient.¿ it was later reported that there was a loss of efficacy that occurred which was unrelated to the stimulation therapy. It was noted that with the initial device, the patient was doing well and with the new device the patient was doing fine until the past six to seven months when the patient started to decline. It was reported that the patient¿s symptoms would return, she had slurred speech, her balance was off and she was unable to walk for two weeks and then for three weeks it was well controlled. The reporter stated that this repeated itself, two weeks the patient wasn¿t doing well and then three weeks the patient was doing well. It was reported that there was a therapeutic impedance where it showed ¿greater than¿ and an out of range value but the reporter did not recall the value. It was noted that since then multiple impedances had been checked and had been normal since. It was reported that the hcp had pressed on and jiggled the device and continued to see normal readings. The reporter stated that the patient did exercise on a treadmill, but nothing excessive. It was noted that there were recent changes and no medication changes. It was reported that the next option would be replacement. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3389s-40, lot# v326882, implanted: (B)(6) 2009, product type: lead. Product ID: 3389s-40, lot# va0amdr, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension.

Event description:
It was later reported that there was a loss of therapeutic effect. The patient had bilateral subthalamic nucleus (stn). It was noted that the patient had started with unilateral and had good bilateral effect for several years but had ended up adding a right lead due to a voltage increase needs on the left to provide therapy bilaterally. Left as of (B)(6) 2009 was 2-3-c+ at 5.3v rate of 185, pulse width of 90 and 853 therapy impedance and 5.735 ma. The right as of (B)(6) 2013 was 1-c+, constant current, 2.3ma, rate 185, pulse width 60, 1123 ohms and 2.689v and any attempts to increase caused facial pulling. The patient was not sustaining therapy with right lead so was switched from constant voltage to constant current. The patient had good therapy post programming for about a month and then had started fluctuating. Patient spontaneously got good therapy back. It was noted that palpation did not elicit any changes to impedances or therapy. All programming combos had been tried, both unipolar and bipolar. It was further noted that threshold testing and lead placement showed good results.